Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable crep2 creatinine plus ver.2 (crep2) results for 2 patient samples tested on a cobas integra 400 plus. Of the data provided the crep2 data for 1 patient sample was a reportable malfunction. The initial crep2 result was 1.01 mg/dl with repeat results of 0.66 and 0.68 mg/dl. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot was 31774201 with an expiration date of 10/31/2018. Water conductivity testing was performed with a result of 0.055 us/cm. Qc results were acceptable. A field engineering specialist performed precision testing. After programming an extra wash cycle for crep2, the customer has not had any recurring issues. Based on the calibration and qc data provided, a general reagent problem can be excluded. Based on the information that was available, a definitive root cause could not be determined.